Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that he received an occlusion alarm and hyperglycemia after 3 or more hours after insertion. In troubleshooting blockage was found at site. High blood glucose level was 500 mg/dl. Infusion set was placed in abdomen. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.